Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: product ID: 407652, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that high sensing integrity counter (sic) was exhibited with the right ventricular (rv) lead. In addition, small r-waves and possible t-wave oversensing (twos) were observed. Reprogramming was done, and the rv lead remains in use. No patient complications have been reported as a result of this event.